Event description:
Patient was reported to have had two seizures back to back after being seizures free for 2 years. There is concern of low battery. No additional relevant information has been received.

Event description:
The patient underwent a prophylactic generator replacement. The believed cause of the seizures was noted to be possibly low battery (11%) but was also noted to be unclear and may not be related to vns but they do not known for sure. The seizures were noted to be below pre-vns baseline levels. There were no contributing factors to the seizures.